Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise. The physiciaan decided to the leave the lead implanted due to the patient's condition and swap to right ventricular pace/sense.